Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s replacement ilet displayed a screen navigation issue during setup at the ¿fill tubing¿ step, where the user could not confirm visible drops and could not proceed, and a subsequent replacement ilet was shipped while the original units were returned. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no alarms, no hospitalization, and no impact to blood glucose control. Investigation included review of the device history and complaint details. Investigation of this device revealed a screen or user interface malfunction consistent with a hardware issue affecting responsiveness during the priming workflow, with no associated infusion or insulin delivery error identified. It was concluded, based on previously established findings for similar reports, that the cause was a device software or hardware user interface malfunction.